Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: 2.24, lab :10; date: the next day, inratio: 2.4, lab: 10. The patient was showing signs of bleeding and was sent to emergency room. The patient was possibly given vitamin k. This is an adverse event.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 2.24, lab: 10, mean: 6.12, confident limits: the acceptance criteria is inaccurate. Date: the next day, inratio: 2.4, lab: 10, mean: 6.2, the inratio and lab values are not in acceptance criteria. The product will be investigated. The patient was showing signs of bleeding and was sent to emergency room. The patient was possibly given vitamin k. This is an adverse event.